Manufacturer narrative:
Block b3: exact date unknown, event occurred over a month ago from date manufacturer was made aware.

Event description:
It was reported that the patient had was experiencing a new area of pain following a viral infection which contributed to coughing and vomiting. The patients new pain area was successfully addressed through program optimization.